Event description:
It was reported that the pump exhibited an audible alarm bgnd test failure. During physical inspection, it was found that there was a travel coarse error, check clutch/plunger lever error. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there was a primary audible alarm bgnd and travel coarse error¿check clutch/plunger lever. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the speaker. As a result, the speaker, leadscrew, coupler, and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.